Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 3 was failed. The field service engineer replaced the pop latch, then reinstalled the latch column and performed preventative maintanence to resolve this issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system the tower door 3 was failed. The customer stated that this malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.